Event description:
Event reported as: pt was having a urinary catheter placed for vucg testing. They had made 3 attempts (three separate catheters) to place catheter and were unsuccessful. The nurse practitioner attempted to place catheter. She indicated that she was unable to advance catheter. She loosened guide wire and pulled back slightly. The catheter still could not be advanced. She withdrew the catheter. When she withdrew she saw that the guide wire had gone through the side of the catheter. A new smaller sized catheter was placed. The test completed. No pt harm or intervention was required.

Manufacturer narrative:
Sample has not been received by MFR in time for this report.